Manufacturer narrative:
Date of report: 31dec2018. Date of manufacturer: 20dec2018. Failure analysis conducted by philips on the returned power management (pm) board shows that the power management (pm) printed circuit board assembly was tested and no failures were identified.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not confirm the reported issue. No history of an error was found in the event log. The service technician replaced the power management printed circuit board assembly as a precautionary measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the power button was pressed, an alarm kept sounding and the screen did not start up.there was no patient involvement. The event date was not specified; estimate used.